Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white foreign material that was found inside the air/water tube, the jet tube, and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to wear of the scope cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.